Manufacturer narrative:
Submit date: 2/2/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage, service found that the there was no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿the device had error 33." Upon triage, service tech found that the unit had no audible alarm. The reported condition by the tech was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.